Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had the drive support cap sticking out. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer declined to troubleshoot for the high blood glucose levels. The insulin pump will not be returned for analysis.